Event description:
It was reported that upon receiving bd vacutainer® sst¿ blood collection tubes samples at a manufacturing site, a tube was observed to have a missing stopper. There was no report of patient or user impact.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. H.3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon receiving bd vacutainer® sst¿ blood collection tubes samples at a manufacturing site, a tube was observed to have a missing stopper. There was no report of patient or user impact.

Manufacturer narrative:
Investigation summary: bd received 1 returned sample from the customer for investigation. The indicated failure mode of missing stopper was observed. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for missing stopper. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.